Event description:
The affiliate reported: there was a leak in the system at the biuret side, at the bottom where the tubing exist the biuret. The system was changed to a new same like. No delay. No ae to patient. (During use on patient).

Event description:
Additional information received on 10/17/2014 explained that the implanted part of the device was not removed. The drain that attaches to out was exchanged. Translation catheter was left in place and only the system was changed.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Complaint sample was discarded.